Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue of "electric knife cannot fire." The instrument's conductor wire was found broken at the proximal end in the main tube. Fa noted that the instrument failed the electrical continuity test and no signs of thermal damage were observed. Based on the information obtained from fa investigations, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure the fenestrated bipolar forceps instrument "electric knife cannot fire." The site used a back-up instrument to complete the procedure with no injury reported.